Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was foreign matter coming out due to clogging of the suction channel in the universal cord. In addition, it was noted, there was a foreign object in the suction cylinder, the play of the angle knob was out of the normal state due to the elongation of the angle wire, there was noise in the image, cloudiness was recognized in the image, dirt inside the forceps channel due to external factors was observed, improper insertion of the instrument into the forceps channel was observed, the flexible tube of the insertion section was crushed, the insertion tube is discolored due to handling (insufficient cleaning), wrinkles in the insertion tube, switch button 4 was malfunctioning, watertightness was maintained by perforation of the suction channel in the universal cord, the air and water supply cylinders were corroded, the operating part was discolored, the scope connector contacts are discolored due to handling, and the plating of the scope connector contacts has come off. There were also scratches on the insertion tube, the curved rubber, the curved rubber adhesive part, the switch box, the operation part, the operation unit cover, the up / down knob, the right/left knob, the grip, the universal cord, the scope connector side of the universal cord, the scope connector, the scope connector cover, the right/ left angle fixing knob. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the evis lucera elite gastrointestinal videoscope bending angle was insufficient due to the elongation of the angle wire. Upon inspection and testing of the returned device, it was discovered foreign matter comes out due to clogging of the suction channel in the universal cord. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of foreign matter coming out due to due to blockage caused by insufficient cleaning.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient or incorrect reprocessing of the scope. Olympus will continue to monitor field performance for this device.